Event description:
It was reported that the patient experienced severe bleeding upon using the magic 3 intermittent catheter and hence, the patient could not use them. No medical intervention reported. Per customer via phone on (B)(6) 2021 stated that customer was using 6 catheters a day and experienced a lot of bleeding which resulted in blood clots. The customer reportedly spoke to nurse and started using 2 catheters a day instead of 6 and the bleeding stopped. The customer added that the contents of the burst packet do not lubricate the catheters very well and believes that this was the cause of the bleeding.

Manufacturer narrative:
The reported event was confirmed by CAPA association as too little/lack of lubrication, not enough coating are the root cause of the failure. The method of test is manually that may contribute to different results since the conditions of friction applied to the catheter may vary according to organoleptic conditions of each person. A DHR review was not required because the investigation was confirmed by the CAPA association. Labeling review was not required as the investigation was confirmed by the CAPA association. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced severe bleeding upon using the magic 3 intermittent catheter and hence, the patient could not use them. No medical intervention reported. Per customer via phone on (B)(6) 2021, stated that customer was using 6 catheters a day and experienced a lot of bleeding which resulted in blood clots. The customer reportedly spoke to nurse and started using 2 catheters a day instead of 6 and the bleeding stopped. The customer added that the contents of the burst packet do not lubricate the catheters very well and believes that this was the cause of the bleeding.